Manufacturer narrative:
Other: health (B)(6) adverse incident report reference no (B)(4); submitted to hc (health (B)(6)) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a tension-free vaginal tape (tvt) sling advantage procedure performed on (B)(6) 2005. According to the complainant, on (B)(6) 2010, the patient experienced pelvic pain which was mainly at the right and left groin, then hip and lastly, descending to the right leg. She can no longer do physical activities and moving caused her very strong pain and limping. In the last few months, the pain that was felt by the patient had gone from tolerable to very intense and then permanent.